Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of channel disconnects during a cpc site visit for a cleaning audit. There is no report of a specific patient event or additional information.

Manufacturer narrative:
Photographs taken during an onsite visit show contaminated and damaged iui connectors which could possibly lead to the reported channel disconnect event, however without a log review or testing of an affected device no definitive conclusion can be made. No further investigation of this event is possible at this time.